Event description:
It was reported that: the procedure had been underway for approximately four hours with the patient being automatically ventilated when the device posted a message, vent. Failure, and stopped ventilating the patient. The user selected manual ventilation and attempted to ventilate the patient; however, the user noted that the ventilator was cycling intermittently and pulling the volume from the reservoir bag. The user switched to an alternate device to ventilate the patient. The patient was then transferred to another anesthesia machine to complete the case. No patient injury reported.